Event description:
The MFR received returned products with no documented reason for retrieval. The device was explanted in (B)(6) 2006 after approx 44 months implant duration. Add'l info was requested from the physician. The hcp reported on (B)(6) 2006, that the pt had sustained a head laceration and presented in (B)(6) 2006 with a sign of infection; pt symptom of tissue redness. The pt injury was located in proximity to the implanted electrode, which reportedly led to the infection. The pt does not have meningitis. The date of onset or diagnosis of the infected laceration was (B)(6) 2006; the hcp indicated the pt was asymptomatic on (B)(6) 2006. The pt was administered oral antibiotics and partial device system explant occurred on (B)(6) 2006. The ins was interrogated at follow-up and the pt realized removal of the electrode and left-sided pulse generator. The hcp reported the primary location of the infection was the lead track. The hcp further stated the device was removed to prevent a life-threatening infection. The dbs lead was explanted, but has not been returned to the MFR for analysis. It is unk if a culture was obtained. The hcp provided the wound was healing in (B)(6) 2006 subsequent to device removal in (B)(6) 2006 with no evidence of active infection. In (B)(6) 2006 the hcp indicated to the MFR the infection had resolved.

Manufacturer narrative:
(B)(4).